Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record confirmed the subject device was shipped in accordance with specifications. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to user handling, the lid being struck by a hard object and aging deterioration. A review of the instructions for use confirms the phenomenon can be detected by performing the following identified in '3.2 inspecting the lid and lid packing', "before using the equipment, always check that there is no irregularity regarding the following points the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out".

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse replaced the lid cover. The device was repaired to specifications. Software attributes were verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a lid was cracked on an oer-pro endoscope reprocessor. No patient involvement or injury was reported. No additional information has been obtained.